Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to bring her blood glucose level down. Customer's blood glucose level was 433 mg/dl. The customer was thirsty, urinating frequently, and her stomach was upset. The customer treated her blood glucose level with the insulin pump. The reservoir had an air bubble. The device was not returned.